Event description:
It was reported that the patient felt pre-syncopal. The right ventricular (rv) lead was fractured and had increased threshold that measured at a high value. The lead was also noted with noise, low impedance, and oversensing. Reprogramming was initially performed. Subsequently, the lead was capped and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Rv lead warning with impedances less than 100 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).